Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding confirmation of explant date and availability of device return has been requested. No additional information is available at this time. Reason for reoperation: calcification, seroma, capsular contracture baker grade iii and rupture.

Event description:
Patient reported seroma, calcifications, capsular contracture baker grade iii and rupture on left side, device has been explanted.